Event description:
Please note the below complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) technical support to report draining slowly message on the liberty select cycler. Message occurred in drain 1. Patient was connected during incident. Patient stated that is also not able to drain the fluid manually. The (B)(6) technical support representative provided information and referred to pdrn/nurse. Spoke to patient¿s pdrn/nurse (B)(6) from (B)(6), (B)(6) 2026 and confirm that the patient was not able to complete the treatment on (B)(6). Patient had to cancel the treatment. Pdrn/nurse stated that patient was admitted to their emergency room due to his catheter is not working. Patient will have a catheter replacement. Patient is going to perform temporary the hemodialysis treatment. Pdrn/nurse stated that if everything goes well the patient will return to the pd treatment in a couple weeks. The patient was not able to confirm if the cycler set used is available to be returned to the manufactured for a physical evaluation. The pdrn/nurse was not able to confirm if the cycler set used is available to be returned to the manufactured for a physical evaluation. The required information has been obtained; therefore, no further follow up is required at this time. If additional information becomes available, the file will be reassessed and updated accordingly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).